Event description:
It was reported to philips that the system did not boot due to an intermittent issue flagged as a duplicate case on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Duplicate case flagged; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).